Event description:
Additional information was received from the hcp. They reported that the patient stated the device never worked. They shared the operative note. It was unknown whether the issue was caused by normal battery depletion. Mainly the patient made the statement that the device was not working. As resolution, the device was removed on 2025-sep-29 and replaced. The issue was resolved. The cause of theinability to connect to the implant was unknown. As resolution, the replacement on 2025-sep-29 was mentioned. The operative note dated 2025-sep-16 was shared. The chief complaint was consult for constant urinary incontinence - interstim 2017, has not adjusted setting, timed their voiding yesterday - every 6m, currently on medication daily, not helping, has worked with manufacturing representative (rep) and mln with adjustments with no improvement. Urodynamic studies (uds) completed. The patient was numerous medications prescribed for them. Their ongoing issues were acute muscle weakness, acute pain of right shoulder, anxiety, assistance needed for bathing, fall on same level from slipping, tripping and stumbling without subsequent striking against object, subsequent encounter, general unsteadiness, oab (overactive bladder), urinary incontinence and weakness. The patient sent for uds for urge and urge urinary incontinence. Using calibrated equipment the maximum urinary flow rate was 24.9 ml/sec, with a voiding time of 5.6 seconds, and a voided volume of 37.5 ml with a residual of 125. Their depends were soaked upon arrival. For pressure flow results: cystometry - using calibrated electronic equipment, cystometry was done with a medium fill rate of 50cc/min and simultaneous measurement of intraabdom inal pressure using a rectal catheter and bladder pressure using a urethral catheter. The first sensation occurred at 58.4 cc at a detrusor pressure of-14.7 cm/h20 and a strong desire to void at 65 cc, with a detrusor pressure of -8 cm/h20. The patient did not get to a capacity, they just started to leak at about 70 cc. The patient was instructed to void and voided with a detrusor pressure of approximately -4.7 cm/h20. They voided with sustained detrusor pressure of approximately -3.7 cm/h2o. The maximum flow rate was 13.1 ml/sec. Max detrusor pressure was -3.2 and they showed a small capacity bladder with very low pdets. They had an interstim in 2017 which was not working. They did not remember doing a peripheral nerve evaluation (pne) first. They said it never worked. They leak with urge, at night, multiple times. During the day they feel like they had to go every 6 minutes. The rep has tried numerous adjustments and they didn't feel anything, no stress urge incontinence, but they did have some fecal incontinence as well. No history of any bulges from the vagina they can see or feel. They were a gravida 2, para 2 (g2.p2), both vaginal. The assessment plan for urge incontinence was to remove and replace the interstim. The patient was counseled on rbpt of interstim ibnit bleeding infection other organ injury, sp. Blood vessels, nerves, including pain and paralysis or pain down leg, and possibility of not working as well as h oped. They voiced understanding and willingness to proceed, consent signed. The operative procedure listed explant of the old interstim wire. The lead had migrated way anterior to the anterior edge of the sacrum and it didn't budge. Replace new interstim. The finding listed that the new lead was in the s3 foramen and behaved appropriately, according to stimulation. So, with stimulation, they had good bellowing of the perineum and good plantar flexion of the ips ilateral great toe. It was also well placed, according to the fluoro, both physician's assistant (pa) and lateral. The old interstim looked to be in s2. After informed consent, the patient was taken to the operating room, given IV sedation and prepped and draped in the usual sterile fashion. Time-out was done. Landmarks were marked and 0.5% marcaine was given over the incision, where their previously-placed generator was placed. A knife was used to make about a 4.5- to 5-cm incision. Fluoro appeared to see the old interstim in s2 with the lead way anterior to the anterior edge of the sacrum this was dissected down to the generator, which was then explanted. Tugging on the wire revealed a dimple, and an incision was made over this dimple and the wire was located and elevated. It was unscrewed from the generator, pulled through and explanted from the sacrum with the wire, but not the lead. It didn't budge according to fluoro. Once this was accomplished, the needle was placed on the patient's left. It felt like it went through the s3 foramen. This was confirmed by fluoro, both pa and lateral. In the right position, stimulation was attempted, and on level 1, there was good bellowing of the perineum and plantar flexion of the great toe. So, the stylet was removed, the guidewire was placed, the needle was removed, the trocar was placed and the obturator was removed from the trocar. The lead was placed, and once placed, it was tested and found to have great stimulation on program 0, 1, 2 and good stimulation on 3, but not great. Fluoroscopic exam revealed that the lead was placed correctly, both pa and lateral, and so the obturator was removed. A trocar was used to bore to go underneath from the lead site over to the incision that was already there from the previous interstim that was on the patient's right. Once the obturator went through the sheath, the obturator was removed and the sheath remained. The lead was placed through the sheath, came out the incision site, cleaned and then attached to the generator, confirmed by 2 clicks. It was buried into the previously-placed incision site, which was washed copiously and then closed in 2 layers, 3-0 vicryl subcutaneously and 3-0 monocryl subcuticularly. The incision that was made in the middle of the back, where the hcp had to go dig out the wire, was also washed copiously and closed subcutaneously with 3-0 vicryl and then interrupted with 3-0 vicryl exteriorly. Both were covered with steri-strips and tegaderm. The patient tolerated the procedure well and was transferred to recovery room stable.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2025-11-24 14:41:13 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Continuation of d10: product ID 3889-28 lot# va1yshu; implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: interstim; product ID 3889-28 (lot: va1yshu); product type: 0200-lead; implant date: (B)(6) 2019; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the lead was not working and it was removed

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the cause of the inability to connect to implant was not determined. It was not working and was not MRI compatible. The steps taken to resolve the issue was that the old unit was removed and replaced on (B)(6) 2025.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2025-20222 as it was determined that this information p ertains to this report instead. Product analysis #708654045:analysis information -- 2025-11-24 14:41:13 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Continuation of d10: product ID 3889-28 lot# va1yshu serial# implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1yshu implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-21 additional information was received from a healthcare professional. They reported that the lead was not removed for MRI purposes. It had migrated anterior to the anterior edge of the sacrum. On (B)(6) 2025 the lead was replaced and the issue was resolved.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) determined that output and telemetry were acceptable; however, the battery was near normal battery depletion. H3: analysis of the returned lead (l/n: (B)(6)) identified a short between various conductors in the body of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.